Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in february 2010 and performed to specification up to the 17th august 2014. The device a self-test on the 24th august 2014 due to a low battery. The device performed self-tests between the 25th august 2014 and the 8th march 2015. An increase in voltage then suggests a further pad-pak was installed. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the (B)(4) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, (B)(4).

Event description:
There was no patient involved in this event. The device was switching on automatically.